Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-00100, 2210968-2023-00101, 2210968-2023-00103. Citation: https://doi.org/10.1007/s12631-022-00309-w.

Event description:
Title: dr. Merck¿s stitch method. A closed minimally invasive procedure for correction of protruding ears. The author describes the ¿stitch method¿ to correct all protruding ears, regardless of the degree of protruding, the thickness and firmness of the cartilage, and the size of a cavum conchae. The author has been using the new method since 1996, when he named it the "stitch method" because the only shaping and stabilizing element is the thread used. From january 2000 through june 2004, a total of 1939 patients with protruding ears who underwent correction using the stitch method were included in the study. There were 837 males and 1102 females. 485 subjects (were aged between 5 and 14 years, and 1,454 patients between 15 and 86 years. The average age was 26 years. 1,666 patients underwent bilateral surgery, and 273 patients underwent unilateral surgery. A total of 3,605 ears were corrected. In 555 ears, a non-ethicon nylon suture (manufacturer: unknown) was used while the prolene suture (ethicon) was used in 3050 ears. Ethibond (ethicon) and mersilene (ethicon) were also used for a few weeks for unspecified number of patients. Pds (ethicon) was used in 1 patient. The reported complications included skin penetration of suture knots with local reactions at the exit site with circumscribed redness, swelling, granulation, or suture granulomas of the skin, often associated with tenderness to touch or pain (n= 5.8 % of the operated ears), atheromata of the needle insertion site (n=?), protrusion recurrence (n=?), purulent thread fistulas (n=?), difficulty in removal (n=?), protruded ears after only 3 months (n=1). In conclusion, based on the documented results of this method on more than 7000 ears, the stitch method has been shown to be an alternative to all open and closed methods previously used.